Manufacturer narrative:
Continued: h6- health effect impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Discovered by MRI. Device has been explanted. This relates to the left side.

Event description:
Physician reported implant rupture and capsular contracture - baker grade IV. Discovered by MRI and silicone in ganglion. Pathology report identified, "fibrosis and chronic inflammation with giant cell reaction to foreign matter. Device has been explanted and replaced with non-abbvie device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp opening on posterior assessed as fold flaw opening. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Stress marks observed. Wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: b3, b5, d1, d2, d4, d6a, g4, h4, h6, h10 a review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ inflammation/irritation: unable to observe since it is a medical event and is not related to the device.

Event description:
Physician reported implant rupture and capsular contracture - baker grade IV. Discovered by MRI and silicone in ganglion. Pathology report identified, "fibrosis and chronic inflammation with giant cell reaction to foreign matter. Device has been explanted and replaced with non-abbvie device. This relates to the left side.